Event description:
It was reported to medtronic neurosurgery that upon connection with the implanted catheters, the physician observed a leak in the strata 2 valve's delta chamber. According to the report the leaky valve was replaced with a new one, and no negative impact on the patient was reported.

Manufacturer narrative:
The valve was patent and passed the siphon test; however it did not meet the requirements for reflux and leak testing due to a small tear in the top peripheral edge of the delta chamber. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing, except for the test performed at pressure level 0.5 and -50 cm hydrostatic pressure. Debris may interfere with flow control mechanisms. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at time of manufacture. No impact to the patient was reported.